Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received several error alarms. The customer stated that the high blood glucose level was 19.9 mmol/l. The customer was advised that the insulin pump was performing internal check and noticed that the error was found. The customer treated the blood glucose with food. The customer declined to troubleshoot related to high blood glucose. The customer was advised to replace out the insulin pump. Product is expected to return for analysis.

Manufacturer narrative:
Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file confirmed pump errors due to software error.